Event description:
It was reported that the patient experienced bradycardia. It was further reported that the right ventricular (rv) lead exhibited high thresholds and intermittent capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.